Event description:
It was reported that the ilet showed loss of dexcom g7 glucose readings, indicated by three signal bars with no data, while the dexcom mobile app continued to display values; troubleshooting included disabling the phone¿s bluetooth, re-entering the sensor pairing code, and toggling g6/g7 on the ilet, after which the ilet indicated pairing but readings did not immediately resume, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7, characterized by intermittent communication failure attributable to the device¿s communication path and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.